Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report that the customer was hospitalized in (B)(6) 2015, however, no further details were provided for this incident. The customer's mother also reported low battery alerts, battery out limit alarm, and an unresponsive keypad. It was found that the customer had left the batteries out too long in the insulin pump and had also exposed it to moisture. The customer put in new batteries and was able to clear the alarm and stated the device was functioning. The customer was advised to monitor the insulin pump and to call back if problems persisted.